Event description:
Received customer's medsun report from FDA, which states ¿when taking down the IV tubing to be replaced, it was noted that the tubing had a bubble on top of section under the door. The bubble is fluid filled, with the flexible part of the tubing stretched in a closed space so it is not clear how this occurred and what failed to detect and alarm to notify the staff. Alaris pump to bioengineering for evaluation."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.